Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient worked with a manufacturing representative over the phone to adjust the program and intensity. The patient stated that at this point the returned symptoms and frequency had been resolved. There were no symptoms or further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient's symptoms have returned. No trouble shooting could be attempted due to lack of access to the product and the patient declined. The patient stated that her frequency has returned and was trying to decide if the device needed to be turned up or not.